Event description:
It was reported that the user received a dexcom g7 sensor expired alert and was advised to replace the sensor, after which the user understood and declined assistance with pairing a new sensor. No reported adverse clinical effects. Outcomes included no impact to daily activities and no medical intervention or hospitalization. Investigation included a review of user-reported information and troubleshooting guidance provided remotely. Investigation of this case revealed that the event was consistent with expected end-of-life expiration of the continuous glucose monitoring sensor. It was concluded that the device functioned as designed and that user education on timely sensor replacement resolved the issue.